Event description:
It was reported by the patient that they were concerned regarding occurences of atrial fibrillation (af). The patient was informed that their lead had 'shorted,' but further information was not provided regarding the exact lead. The patient is currently going through diagnostic testing. Additionally, it was further reported that the patient's leads exhibited low impedances, and that the physician was holding off on any replacement for the time being. The leads currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead - (B)(6) 2000. (B)(4).